Event description:
Lodi implants failed to osseointegrate.

Manufacturer narrative:
Clinician stated that lodi implants failed to osseointegrate. The patient is a smoker. The clinician did not provided the following info: amount of torque used on abutment and implant; whether primary stability was achieved; whether the implants were immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with bone and is rejected by the body, the cause is unk. Since the clinician was unable to provide zest with the lot number, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues were successfully resolve prior to the release of the implants. No further action is required.